Event description:
Procedure: paraesophageal hernia repair. According to the report: during the procedure it was noted that a piece of plastic was found sitting on the pt's omentum. It was removed and after eval of the paddle, it was noted that the piece broke off of the device. There was no pt injury reported.

Manufacturer narrative:
(B) (4)